Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"After a full treatment and refinement, I still have a few crooked teeth on the top. Ive sent photos multiple times but no new treatment plan has been set yet." (B)(6) 2024 - (B)(4) is eot and unhappy with current alignment, cust expresses dissatisfaction with having to provide photos and reports discomfort with her aligners, cutting her gums where aligners are cracked, current aligners fit wnl.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.